Manufacturer narrative:
The set was discarded due to contamination however the customer's report that the set leaked and broke was confirmed. A photo was evaluated and the set was observed to be separated between the pvc tubing and the lower fitment outlet port. The root cause of this failure was not identified.

Event description:
The customer reported the tubing leaked unspecified fluids from a break in the silicone segment during patient use. There have been multiple similar instances in the nicu over the last 6 months during patient use and while priming. There were no reports of patient harm.